Manufacturer narrative:
The customer stated that there was an insufficient sample alarm. They also stated that the instrument is operational. The data logs have been requested for investigation. The cause of the event is unknown.

Event description:
The customer reported that the rp 500 did not give the results for a scalp ph and lactate so due to the lack of results, the doctor urgently performed a caesarian section.

Manufacturer narrative:
The customer stated that they had run 2 capillary samples that did not report results for ph and lactate due to an insufficient sample. From the data received, it does not appear that the ph or the lactate sensors were malfunctioning. There were no d2 drift, d3 slope or d4 offset errors for both the ph and lactate sensors. The aqc results were in the expected ranges. The rp500 manual states the following for an insufficient sample message: "this can occur if the sample device does not contain enough sample, or if an obstruction prevents the system from aspirating enough sample for analysis." The insufficient sample error may have been triggered by one of the following: a piece of tissue from the scalp or other material in the sample or luer that blocked the delivery of the sample enough to not reach the lactate and fluidic detectors but did not block the fluid path totally to cause a d39 clot error. The sample was slowed in its delivery so that the sample did not reach the fluidic detectors in the allocated amount of time. There was a small bubble in the sample so that the fluidic detectors could not detect it. The operator could have accidently selected arterial sample and not capillary sample. The operator could have accidently not seated the capillary fully into the luer.